Event description:
It was reported that the "end of tesio became detached in dialysis facility. Patient suffered blood loss and admission to i.c.u. For one night."

Manufacturer narrative:
The venous tesio adapter involved in the incident was returned for evaluation. A review of the manufacturing records indicated all design specifications and quality requirements were satisfied. The metal cannula and collar of the returned adapter were measured. All measurements met the design specifications. A sterile venous tesio lumen was pulled from inventory. The returned adapter was assembled onto the lumen and 15 lbs of pull force was applied to the extension. The extension adapter did not pull free from the lumen. We are unable to determine the cause or factors which may have contributed to this event, however, there is no evidence of a manufacturing problem.